Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. PMA/ 510(k): enforcement discretion. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the airlife® arterial blood sampler experienced blood is not drawing up into the syringe. As of this time, there is no information regarding patient harm associated with this reported event.

Manufacturer narrative:
Result of investigation: pictures and sample received for evaluation. A visual inspection was performed and no issues were found. Performed a leak test to verify there is no leak between the plunger and the barrel. Root cause is determined to be manufacturing process - assembly process (internal).